Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. The area was prepared with cavilon barrier spray before placing the sensor on the body. On (B)(6) 2024, the pediatric patient experienced a skin reaction with itching, rash and redness extended beyond the patch perimeter, which occurred 5 days after the sensor had been inserted in the arm. The patient experienced rash all over the body (systemic skin reaction). The patient was taken to the hospital and there they prescribed oral cetirizine hydrochloride (2.5 ml, taken every morning and night). No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.